Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent proximal femoral nailing antirotation (pfna) of right femur for intertrochanteric fracture on (B)(6) 2019. During the procedure while drilling a hole for one of the proximal locking screws the end of the drill bit broke off and approximately 10mm piece remained in the patient as the drill bit was being removed. The end of the drill bit was located on imaging and removed from the patient using forceps. No adverse effect to the patient. No further details are available. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity# 1) this report is for one (1) 4.2mm three-fluted drill bit. This is report 1 of 1 for complaint (B)(4).